Manufacturer narrative:
Related voluntary medwatch form received: (B)(4). Note: the serial number and model number for the right atrial lead and pacemaker are unknown. The information was not provided.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) and right ventricular (rv) lead impedances. This rv lead pacing impedance measurements, measuring greater than 3000 ohms were noted. Technical services (ts) stated that there was unipolar sensing noise, however, couldn't see noise when it was bipolar. At this time, the pacemaker, the ra and this rv leads remain in service, and there were no adverse patient effects reported.